Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain upper ("stomach pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required) and abdominal distension ("swelling of stomach"). The patient was treated with surgery (essure removed with salpingectomy by laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain upper and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension and abdominal pain upper with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-jun-2017 for the following meddra preferred term: abdominal pain upper -analysis in the global safety database 34 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.